Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the foreign objects in the nozzle, the cause could not be established. And for the image not displayed, the cause was due to a defective base plate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign objects in the nozzle, and did not display an image. There was no patient involvement.